Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5ha device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the operation was a radical prostatectomy. About 2/3 in to the operation, the instrument stopped working. On the display of the generator, the error code for instrument problem was shown. The instrument was re-torqued and the instrument test sequence was started, but was not passed. Instead there came a single tone about a few seconds in to the test sequence. To rule out that there was a hand-piece problem, the test pin test was conducted, passed without problem. The instrument was changed and the operation was completed without further problems. No pt complications have been reported. There was no adverse pt consequence.